Manufacturer narrative:
(B)(4). The ventilator was evaluated and the touchscreen printed circuit board was cleaned. The ventilator passed self-tests.

Event description:
It was reported that the ventilator's touchscreen was not working. The ventilator was not on a patient at the time of the event.